Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section; the imaging window was not returned for analysis. Kinks were observed in the sheath assembly. No damages or failures were observed on the ccp board assembly and no friction marks were observed between the retainer clip and the rotator. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 19-aug-2022. It was reported that connection issues occurred. The 80% stenosed, 15 x 2.5mm, target lesion was located in the moderately tortuous and calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but during the procedure, the device would not connect. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, device analysis revealed the imaging window was detached.

Event description:
Reportable based on device analysis completed on 19aug2022. It was reported that connection issues occurred. The 80% stenosed, 15 x 2.5mm, target lesion was located in the moderately tortuous and calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but during the procedure, the device would not connect. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window was detached near the lapjoint section; the imaging window was not returned for analysis. Kinks were observed in the sheath assembly. No damages or failures were observed on the ccp board assembly and no friction marks were observed between the retainer clip and the rotator. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.